Event description:
The inpatient services program manager reported to (B)(6) (during follow-up for (B)(6)) that the patient was hospitalized for a peritoneal exit-site infection. It was confirmed that the reported issue was not related to the pd treatment or use of (B)(6) products. The infection was resolved and the patient was discharged from the hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).